Event description:
Rptr complains of breast soreness, allergies, rashes, kidney problems, nervousness, breast hardness, joint pain in knees, extreme fatigue and exhaustion, low grade fevers, hand swelling and numbness, hypothyroidism, chest pain, bronchitis, neck pain, shoulder pain, facial numbness, headache, carpal tunnel, chronic cervicitis, and fibrosis.